Event description:
I have been a dexcom user for over 2 years now as a type 1 diabetic. I am very familiar with how to use my dexcom g7 and have had good results up until about 2-3 months ago. The last 5 site changes or sensor changes whatever you want to call them I've had to use multiple sensors to get to a good one. I've had bleeding issues. Issues with the sensor not activating after insertion, and just about every other problem you can imagine. Each time I have to fill out a form on the dexcom website and it takes weeks to get a replacement. I have gone through so many sensors that my cost for these things is ridiculous even with insurance. This is a huge upset and I feel like dexcom isn't being held accountable or compensating appropriately. I know I can choose a different consumer product but that would require a ton of other changes and is not easy for us diabetics. Device code: 4042. Patient code: 1888. Reference reports #: mw5172776, mw5172777, mw5172778, mw5172779.